Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator had blower demand error. It was stated that the unit was not working at all prior to patient use.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was able to confirm the issue - unit had blower demand error. It was stated that the unit was not working at all prior to patient use. A known good blower module was installed and this resolved the reported issue. As a resolution, the blower module was replaced.